Event description:
It was reported that the device had reached the end of life indicator and there was possible premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.